Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On (B)(6) 2024 palette life sciences received a notification from the distributor who received it from a hospital in singapore. It was reported that "a total of 3 syringes of deflux gel were used on the patient, all with the same lot number. The 3rd syringe broke at the flange during injection. The procedure does not proceed after breakage. Approximately 0.3 ml left in the syringe. Patient outcome not affected as surgeon deemed the bulking is sufficient". Additional information received on (B)(6) 2024, indicated that there is no injury and no impact on the procedure or damage to body.